Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat pelvic organ prolapse on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue, dyspareunia, incontinence and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures in (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation on (B)(6) 2007. Revision/removal was performed on (B)(6) 2007, (B)(6) 2009, and (B)(6) 2009.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat vault prolapse, cystocele, rectocele, and anterior and posterior repair and mesh was implanted along with the concurrent procedure of a full pelvic lift including bladder and rectum. It was reported that following insertion of the mesh the patient experienced pain, extrusion, dyspareunia, erosion, recurrence and vaginal scarring. It was reported that on (B)(6) 2007, patient underwent excision/revision of vaginal vault mesh due to dyspareunia. On (B)(6) 2009 the patient underwent vaginal mesh excision for vaginal mesh erosion and severe vaginal pain. It was reported that during this surgery there was anterior/posterior repair, paravaginal defect repair, vaginal prolapse and enterocele repair of vaginal vault for recurrent cystocele, rectocele, enterocele and vaginal vault suspension. It was further reported that on (B)(6) 2009, the patient underwent takedown of vaginal constriction due to vaginal scarring, dyspareunia, and pelvic pain. At this time the patient also underwent repair of vaginal adhesions and cystoscopy with hydrodistension for vaginal reconstruction. (B)(4) ¿recurrent prolapse; undefined recurrence.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesion of mesh to other parts of the pelvic area, pain, erosion, extrusion, vaginal shortening, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.